Manufacturer narrative:
The device was not returned for evaluation. Imagery was provided for review and the following was observed radial balloon burst observed. The reported event was confirmed by the imagery provided. As the device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per medical opinion, the root cause of the balloon burst was an excessive calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) and procedural factors (over inflation) may have contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: h6 codes.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in the united kingdom, regarding an implant of a 26mm sapien 3 ultra in aortic bicuspid valve by transfemoral approach. During procedure, the balloon of the commander delivery system burst, despite the balloon burst the valve was implanted as intended with good result. Commander delivery system retrieved without any difficulty. The patient was stable throughout the procedure and normal plan to be discharge next day. Patient did not suffer any injury.